Manufacturer narrative:
H3 other text : product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 55 mg/dl, 236 mg/dl, and 426 mg/dl.